Event description:
Discrepant results for glucose and phosphorus. The following two examples were provided, with repeat testing performed by another method. Patient 1, initial phosphorus gave 10.5 mg/dl; repeat gave 4.5 mg/dl. Patient 2, in 2008, initial glucose gave 13 mg/dl; repeat gave 80 mg/dl. Erroneous results were reported. Patients not adversely affected. The technical service rep was unable to determine root cause.